Event description:
It was reported that at the time of the implant, the stimulation was to be for the outer side of the legs and down the toes, but the stimulation was not working that way. The stimulation was coming from between the patient¿s legs and down the inner part of the legs. It was reported that the doctor did a surgery "replacing the spot where the leads were" but could not get it in the "right spot." The doctor removed the implantable neurostimulator and the lead, but ¿left something in the upper part of her back.¿ the patient did not know what it was or the exact date in which all of this took place. The patient was currently having issues with her sciatic nerve and the doctor would like to do an MRI.

Manufacturer narrative:
Product ID 748951, serial # (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2008, product type extension; product ID 748951, serial # (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2008, product type extension; product ID 3998, lot # lb4762, implanted: (B)(6) 2004, product type lead; product ID 3998, lot # lb6235, implanted: (B)(6) 2004, product type lead. (B)(4).

Event description:
It was noted patient wasn¿t getting stimulation in the right place. It was stated the patient was in the hospital for five days because "they moved it so much up and down, trying to get it right."

Manufacturer narrative:
(B)(4).